Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed additional, changed, and/or corrected data: h6.

Event description:
Patient reported left side rupture. Device was explanted. Healthcare professional confirmed rupture via ultrasound and capsular contracture baker grade unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Patient reported, left side rupture. Device was explanted. Healthcare professional confirmed, rupture. Via ultrasound. And capsular contracture, baker grade unknown.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, an opening assessed, as fold flaw opening. Capsular contracture: unable to observe. As per the investigation procedure: wear abrasion, creases and non-penetrating nick were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported, left side rupture. Device was explanted. Healthcare professional confirmed, rupture via ultrasound. And capsular contracture, baker grade unknown.